Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: no lot information or sample available. No further investigation required.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked during use. The following information was provided by the initial reporter: new repeated incidence for syringe 50ml, pharmacological treatments that leaks from the plunger.